Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device finds the device returned with the package opened and the anchor through the formed poly case. The insertion device is inside the formed poly case and the tyvek seal is opened. A review of the packaging of the device found that the operator should verify the pouch is free of pin holes, cuts and seal defects. Then, place the product into the pouch and confirm the presence of seals on all edges of the pouch. The complaint was confirmed and determined to be due to a design failure. A corrective action was initiated to mitigate this issue.

Manufacturer narrative:
Section h7 was updated. Recall number not available yet. Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder scope, the anchor tip of the bioraptor suture anchor was penetrating through the packaging, it was no longer sterile. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.